Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge multiple times with insulin during the load process. During troubleshooting with tandem technical support, the customer was able to load the cartridge successfully. There was no impact to the customer's blood glucose level.